Manufacturer narrative:
Concomitant medical products: pri tubing; right internal jugular line and dialysis catheter, therapy date unk. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the product was on a right internal jugular pigtail port on a temporary dialysis catheter, and through that line, the patient was receiving precedex, normal saline, zosyn and potassium. The temporary dialysis catheter was being prepared to be removed when the nurse removed a line from the product. It was at that time the nurse noticed the orange valve was stuck down and blood was refluxing out of the top. The nurse clamped the catheter and discontinued the line as had already been ordered. There was no patient harm.

Manufacturer narrative:
The customer¿s report of an orange valve ¿stick-down¿ (recessed piston) was confirmed. Visual inspection showed that the neutraclear¿s orange piston had returned to its disengaged position and was no longer recessed. A residual red/brown substance presumed to be blood was observed in the neutraclear component and throughout the entire set. Functional testing was able to replicate the recessed piston. Inspection showed that the inner seal and the female luer portion of the connector were damaged and the slots of the needle can become stuck in the damaged part of the silicon seal. The root cause was not identified, however may be related to the use of a alcohol impregnated disinfecting cap.

Event description:
The customer reported the product was on a right internal jugular pigtail port on a temporary dialysis catheter, and through that line, the patient was receiving precedex, normal saline, zosyn and potassium. The temporary dialysis catheter was being prepared to be removed when the nurse removed a line from the product. It was at that time the nurse noticed the orange valve was stuck down and blood was refluxing out of the top. The nurse clamped the catheter and discontinued the line as had already been ordered. There was no patient harm.